Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the patient has high blood glucose (bg) 18mmol/l. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated that two nights of pump suspending on its own for a total of five times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.